Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. At the conclusion of the initial implant procedure, angiography revealed a type ia endoleak. The physician elected to balloon the sealing ring again, approximately 40 minutes post polymer mix, with the catheter remaining inside the aneurysm sac due to the calcified aortic neck. In addition, the aneurysm sac was embolized with multiple cook (non-endologix) coils. While the type ia endoleak had improved, it still remained present. Additional angiography was performed, revealing no visible contrast in the left limb (classified as a type ib endoleak). The physician elected to implant a third iliac limb in the external iliac, which successfully resolved the type ib endoleak. A small residual type ia endoleak remained, however the physician chose to take no further action, expecting that the endoleak will resolve spontaneously. Lastly, a bare metal (non-endologix) stent was implanted in the right iliac to treat the highly calcified right external iliac. The patient is reportedly in stable condition, and will continue to be monitored.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. At the conclusion of the initial implant procedure, angiography revealed a type ia endoleak. The physician elected to balloon the sealing ring again, approximately 40 minutes post polymer mix, with the catheter remaining inside the aneurysm sac due to the calcified aortic neck. In addition, the aneurysm sac was embolized with multiple cook (non-endologix) coils. While the type ia endoleak had improved, it still remained present. Additional angiography was performed, revealing no visible contrast in the left limb (classified as a type ib endoleak). The physician elected to implant a second iliac limb in the left external iliac artery, which successfully resolved the type ib endoleak. A small residual type ia endoleak remained, however the physician chose to take no further action, expecting that the endoleak will resolve spontaneously. Lastly, a bare metal (non-endologix) stent was implanted in the right iliac to treat the highly calcified right external iliac. The patient is reportedly in stable condition, and will continue to be monitored. Note: based on the medical imaging available for review there was concomitant product use, of a pre-existing non endologix stent in the left external iliac artery prior to the evar procedure. This procedure is outside the indications of use (off-label) due to adjunctive devices not compatible with the alto / ovation ix system per device IFU. A bare metal stent was added in the right iliac with the proximal edge landing inside the ovation iliac limb and the distal edge in the external iliac which was done to treat the highly calcified right external iliac.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the intraoperative type 1a endoleak is confirmed. The intraoperative type 1b endoleak (resolved) is unconfirmed due to a lack of medical records available for review. This assessment is moderately consistent with the reported adverse event/incident. The type 1a endoleak is most likely anatomy related due to a highly calcified aortic neck (cautionary product use condition). There was concomitant product use, of a pre-existing non endologix stent in the left external iliac artery prior to the evar procedure based on the medical records available for review. The addition of a second ovation ix iliac limb on the left side likely resolved the type 1b endoleak but that could not be conclusively determined. A bare metal stent was implanted in the right iliac to treat pre-existing peripheral disease. Procedure related harms could not be determined. The final patient status was reported to be stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5: describe event or problem has been updated. H10/h11: additional manufacturer narrative/corrected data has been updated.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the intraoperative type 1a endoleak is confirmed. The intraoperative type 1b endoleak (resolved) is unconfirmed. This is moderately consistent with the reported adverse event/incident. The type 1a endoleak is most likely anatomy related due to a highly calcified aortic neck (cautionary product use condition). There was concomitant product use, a non endologix stent in the left external iliac artery. This concomitant product use could have contributed to the resolved type 1b endoleak but that could not be conclusively determined. Procedure related harms could not be determined. The final patient status was reported to be stable. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated. H6: investigation finding: remove code 3233. H6: investigation conclusion: remove code 11.